Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at keypad traces and traces of corrosion found at the electronic assembly per our visual inspection. Unable to perform functional testing including displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump fell into the toilet and now it would not work. The buttons on the insulin pump did not work. The settings were erased. The insulin pump alarmed and the screen was frozen. The customer received a battery out limit alarm. They were unable to clear the alarm. Customer's blood glucose level was 163 mg/dl. A constant tone was occurring. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.